Event description:
It was stated that the customer was in the hospital, and was experiencing high blood glucose levels. The caller stated that the customer's doctor didn't feel that the insulin pump was working correctly, and wanted it replaced. Troubleshooting was performed, and found that the time, date and basal rates were programmed incorrectly. Assisted the caller with the correct programming. Reviewed the alarm history, and found multiple motor error alarms. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.